Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a shorted condition fault message upon interrogation. The patient received shock one week ago. During an invasive procedure to change out device, the chronic lead was not capturing.